Event description:
On (B)(6) 2021, a patient underwent endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control system (ctagac) devices. During the treatment, a ctagac was successfully implanted proximally. Tgmr373720j (serial# (B)(4)) was implanted distally. Angiography revealed a distal type I endoleak. Additionally tgmr373720j (serial# (B)(4)) was implanted to extend distally. Angiography revealed a minor distal type I endoleak. The physician decided to monitor the endoleak. On (B)(6) 2022, a reintervention was performed due to remaining distal type I endoleak. Tgmr373710j was implanted to extend distally. Angiography revealed that the distal type I endoleak was reduced but remained. Additionally tgmr404010j was implanted to extend distally. Angiography revealed a very slight distal type I endoleak. The physician decided to monitor the endoleak. The patient tolerated the procedure. The physician stated that at the original treatment the 37 mm devices were chosen to avoid oversizing because of the fragile vessel. Reportedly, at the original treatment the landing length was sufficient. The choice of 37 mm devices seems unavoidable due to the vascular condition of the patient.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.